Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit had automatic inflation failure. The use of this equipment has been stopped.

Manufacturer narrative:
Due to character restrictions in block e1, e1 event site full name is (B)(6) hospital. E1 event site full address is (B)(6). E1 event site telephone is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected field: b5. Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fault logs confirmed the malfunction. The fse replaced the scroll compressor (0119-00-0236) and the pneumatic module assembly (0997-00-1178). The iabp was returned to the customer for clinical use.

Event description:
It was reported that during routine inspection, the cardiosave intra-aortic balloon pump (iabp) unit had automatic inflation failure. The use of this equipment has been stopped. There was no patient involved.